Event description:
During transesophageal echocardiogram (tee) procedure, the ultrasound machine produced an error code and would not allow the echo technician to continue to take pictures. During this time,the tee probe was in the patient's esophagus. The system was rebooted and the procedure was completed.